Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a digital revision of right dbs scheduled. The rep did not have specifics on the event and only knows what was disclosed on the outlook appointment. He will have more information on the day of surgery, (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the surgery was cancelled and the rep had no more information from the physician.